Event description:
It has been reported to us that during the procedure, the occlusion balloon wire had been broken at the proximal end resulting in a deflation. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted a stent delivery catheter and was attempting to deploy a stent and noticed that the occlusion balloon deflated. The physician was able to withdraw the occlusion balloon from the pt and complete the procedure. The pt is report to be fine.

Manufacturer narrative:
Results, conclusion: other: the actual device used during the case was returned and evaluated. Visual examination of the occlusion balloon wire revealed that the device was in two separate pieces. The occlusion balloon was baggy and cloudy (indicating that the occlusion balloon had been inflated at one point). Close visual examination of the area of separation in the occlusion balloon wire revealed that the wire was bent resulting is the separation. A review of the mfg device history record detects no issues related to or that would result in the reported event. The event has been confirmed for break in the occlusion balloon wire.